Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips healthcare "replace ECG connector". There was no pt involvement.